Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator system exhibited with infection. The field representative reported the infection located at the xyphoid incision and the patient was quite ill. The device has been deactivated and an associated section of the electrode cut and removed. Subsequently, the device started beeping with an interrogation showing abnormal impedance measurements. The system was reset and boston scientific's technical services (ts) contacted for recommendations regarding tones. Ts indicated there's currently no resolution to the annunciation, in absence of an electrode revision, as the abnormal impedance values will continue to be present. The physician and patient are in discussion on whether to proceed with a revision or, coming to the office weekly to clear the tones. At this time, no system revision has been performed.

Manufacturer narrative:
(B)(4); this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator system exhibited with infection. The field representative reported the infection located at the xyphoid incision and the patient was quite ill. The device has been deactivated and an associated section of the electrode cut and removed. Subsequently, the device started beeping with an interrogation illustrating abnormal impedance measurements. The system was reset and boston scientific's technical services contacted for recommendations regarding tones. Ts indicated there is currently no resolution to the annunciation in absence of an electrode revision, as the abnormal impedance values will continue to be present. The physician and patient were in discussion on whether to proceed with a revision or return to the office weekly, to clear tones. At this time, no system revision has been performed. Field follow-up confirmed annunciation deactivation continues, in absence of a system explant or revision, as the patient is very ill and will remain an inpatient, due to an unexpected survival status.

Manufacturer narrative:
(B)(4), as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator system exhibited with infection. The field representative reported the infection located at the xyphoid incision and the patient was quite ill. The device has been deactivated and an associated section of the electrode cut and removed. Subsequently, the device started beeping with an interrogation illustrating abnormal impedance measurements. The system was reset and boston scientific's technical services contacted for recommendations regarding tones. Ts indicated there is currently no resolution to the annunciation in absence of an electrode revision, as the abnormal impedance values will continue to be present. The physician and patient were in discussion on whether to proceed with a revision or return to the office weekly, to clear tones. At this time, no system revision has been performed. Field follow-up confirmed annunciation deactivation continues, in absence of a system explant or revision, as the patient is very ill and will remain an inpatient, due to an unexpected survival status. Boston scientific has made repeated attempts to attain additional information on this case, however no further detail has been made available. Due to an inability to attain outcome information, the event will be closed at this time. Should new information become available at a later date, event will be updated accordingly.